Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual examination of the provided pictures identified that the resulting grafts appeared to be different ratios; however, we cannot confirm the size of the grafts, which carriers were used or the surgical technique used in preparing the grafts. No product or packaging was returned to confirm the carrier size and lot number. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the rate of magnification of a carrying skin graft was different. No adverse events were reported as a result of this malfunction. No further information is available.